Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) therapy. In (B)(6) 2010, a break in aseptic technique occurred, described as the "patient made a mistake". On (B)(6) 2010, the patient developed peritonitis and was hospitalized. On (B)(6) 2010, the patient began treatment with orzid 1 gm daily ip, cefizox 1 gm daily ip, amikacin 100 mg daily ip, heparin 500 iu daily ip, and vancomycin 1gm loading dose ip. Pd therapy was ongoing. The root cause of the peritonitis was the break in aseptic technique. On (B)(6) 2010, the patient completed remedial therapy of orzid, cefizox, amikacin, heparin and vancomycin. On that same date, the catheter was removed. The patient was discharged from the hospital on (B)(6) 2010. It was unknown whether the break in aseptic technique resolved. The reporter believed the peritonitis was related to the break in aseptic technique. The reporter did not provide an opinion of causality for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.